Event description:
Hearing aid was too tight and had a buzzing noise. Rptr experienced dizziness, loss of balance and an earache. Rptr also had stabbing pain that is subsiding. The device was returned four times for repair but was unsuccessful. Rptr now does not want the hearing aid. They had a previous hearing aid from another co for 3 years and had none of these problems. Rptr wants their money back. Rptr has seen two physician and takes medicine for the pain and dizziness.